Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh device may have caused or contributed to the reported events. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for repair of an incisional hernia. A composix mesh was implanted to repair the hernia defect. On (B)(6) 2004: the patient underwent a surgery to remove the infected mesh and underwent granulation of tissue from the ventral hernia. On (B)(6) 2005: the patient underwent an additional surgery due to infections caused by the mesh. The patient underwent lysis of adhesions, a resection of the small bowel and hernia exploration and debridement. As a result of the surgeries, the patient was injured permanently and severely. The patient has suffered and will continue to suffer physical pain and mental anguish. The attorney alleges pain, disability, hospitalizations, and additional surgery(ies). The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments, and has incurred expenses in this regard.